Event description:
Sahoo m, sahu m, kale s, saxena n. Serous fluid leakage following modified blalock- taussig operation using ptfe-grafts. Indian heart j 2001;53:328-331. The article states that a (B)(6), male pt underwent modified blalock- taussig shunt using gore- tex vascular graft for treatment of congenital heart defects. The pt presented with respiratory distress between 2 and 12 weeks of shunt surgery. Initial management was conservative (by pharmacological means and tube thoractostomy). Reoperation was undertaken when the conservative treatment failed. Re-exploration confirmed the diagnosis of a perigraft serous effusion. The shunt was found to be patent. A re-do of the 5mm graft to a 4mm ptfe graft was performed due to the pt showing features of congestive heart failure due to overshunting, having nothing to do with an management of the seroma.

Manufacturer narrative:
Note: no actual event date was provided. Therefore, date of event is an estimate based on publication date of the article.